Manufacturer narrative:
The product was returned and evaluated. The results of the return evaluation are: pcb/led not working. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit is alarming with 3, 4 & 5 error codes. The product was returned and evaluated. The results of the return evaluation are: pcb/led not working.